Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that it was impossible to operate the touch panel during use. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60, but there was no reported medical intervention or delay in therapy. The customer called technical support to report that it was impossible to operate the touch panel during use. The customer also mentioned that although the touchscreen was calibrated, the touch panel was inoperable. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a touchscreen misalignment. The pse therefore replaced the touchscreen and verified that the issue was resolved. The pse also performed periodic maintenance and confirmed that no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure could not be confirmed. Pil found that this touchscreen passed all resistance testing of test #1. After calibration, the touchscreen passed all diagnostics testing and passed all operational testing noted in test #2. The touchscreen operates as expected with no problem found.